Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a torque wrench. According to the complaint description the screwdriver was found with a broken off tip in cssd. The broken off tip had fallen in situ during the previous surgery but could be recovered. An additional medical intervention was necessary. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: visual investigation: we made a visual inspection of the tip of the instrument. There were found signs of a multi axial stress condition of bending and torsion. The fracture surface shows no hints of material failures like inclusions or blowholes. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Event description:
The adverse event is filed under aag reference (B)(4).